Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to unknown high blood glucose on (B)(6) 2021. Customer reported high blood glucose level 300 mg/dl to 400 mg/dl which was treated with insulin pump. Customer was treated with intravenous infusion and emergency room at hospital. Trouble shooting was performed. Customer reported symptoms at the time of hospitalization such as confusion, feeling sick, headache. Customer was using insulin pump within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.